Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. According to the complainant, the patient presented with post operative leg pain. The patient's current condition was reported to be "fine". It is unknown if medical intervention was required. No additional information is available.